Event description:
A peritoneal dialysis (pd) registered nurse (rn) reported that a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) expired during pd treatment. Follow-up with the inpatient program manager (ipm) confirmed the patient expired on (B)(6) 2022. The patient reportedly went to the operating room on (B)(6) 2022 (procedure unspecified) and was transferred to the intensive care unit (ICU) post-surgery (rationale unspecified). The patient¿s treatment record revealed the patient was intubated and receiving intravenous (IV) neo-synephrine 50 mcg/min for blood pressure support. Per the inpatient registered nurse¿s documentation, the patient¿s ICU admission diagnosis was an empyema of the lung. The treatment was started at 22:34 (b/p down to 90/66) without issue, however after undergoing 1:26 minutes of rrt the patient expired. The treatment record states the patient was a ¿full code,¿ yet no details were provided regarding any resuscitative measures being performed. Per the ipm, the patient¿s expiration was unrelated to pd therapy.

Manufacturer narrative:
A temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the serious adverse event of death, as the patient was actively undergoing ccpd therapy when he expired. Per the pdrn, the patient underwent an unspecified surgical procedure, and was transferred to the ICU following surgery. The patient¿s treatment record indicated the patient was unstable, as he was intubated and required an IV vasopressor for b/p support. Despite expiring during treatment, the ipm stated the events were unrelated to pd therapy. The esrd continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Based on the information available, the liberty select cycler can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused the patient¿s serious adverse events or death. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) registered nurse (rn) reported that a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) expired during pd treatment. Follow-up with the inpatient program manager (ipm) confirmed the patient expired on (B)(6) 2022. The patient reportedly went to the operating room on (B)(6) 2022 (procedure unspecified) and was transferred to the intensive care unit (ICU) post-surgery (rationale unspecified). The patient¿s treatment record revealed the patient was intubated and receiving intravenous (IV) neo-synephrine 50 mcg/min for blood pressure support. Per the inpatient registered nurse¿s documentation, the patient¿s ICU admission diagnosis was an empyema of the lung. The treatment was started at 22:34 (b/p down to 90/66) without issue, however after undergoing 1:26 minutes of rrt the patient expired. The treatment record states the patient was a ¿full code,¿ yet no details were provided regarding any resuscitative measures being performed. Per the ipm, the patient¿s expiration was unrelated to pd therapy.